Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 3 of 4. The baxter technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error's meaning. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm, all of the bags were properly spiked and connected and no patient extension line being used and there was an open clamp on a unused supply line. There was a leak noted in the patient line. The home choice set was not being reused. The patient does have a pet that caused damage to the supplies. There was no damaged noted to the over pouch or carton in which the cassette was delivered. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and it was unknown how they would finish therapy. The hp would call the peritoneal dialysis registered nurse (pdrn) in the morning. The solution to this issue was provided over the phone. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp on (B)(4) 2012, and he ended therapy that night. The next day he was able to complete therapy successfully after he started over with new supplies. He said his dog had chewed through his lines while he was in drain. He had already contacted his doctor about the reported alarm. Since then he has been completely therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the nurse on (B)(4) 2012, and she was aware of the patient having had that alarm. She had already discussed the alarm with the patient and knew about his dog having chewed the line. Since then the patient has been completing therapy successfully.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Correction: the problem was confirmed. The root cause was animal damage. The label review found the labeling adequate for the suspected use error in this complaint.